Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant patient information be provided, this complaint would be re-assessed. No further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after total hip replacement was performed on (B)(6) 2014, the patient experienced implant dislocation. This adverse event was treated with a revision surgery on (B)(6) 2021. Patient's current health status is unknown.

Manufacturer narrative:
(B)(4).